Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that there was no power. The mobile view station (mvs) fuses were replaced, and the issue resolved. A system checkout was successfully performed. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the site went to turn on the system and it would not. The system had not been used for a week. There was no patient present when this issue was identified.